Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad was lifting up below the "contrast" button. The "up" and "down" keypad buttons were responsive to user inputs. The "ok" keypad button was intermittently responding and required excessive force to activate. The keypad was removed and the "ok" key contact became inverted when pressed and did not always spring back. The "up and "down" key contacts did click and spring back normally. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the lcd screen would flicker when entering the bolus amount. The pt also reports that the pump would alarm indicating that the bolus amount entered was not rec'd. The pump history was reviewed by the pt and would show that the bolus amount entered was cancelled due to user button presses. The pt denies having to press any buttons on the keypad. The reporter also denies that there was visible damage to the battery housing or that the pump was exposed to moisture. Additionally, the pt did not see moisture under the lcd screen. The energizer ultimate aa battery was used and the yellow o-ring was not visible. The pt denies that the buttons felt different and that they seem to click and spring back normally. The pt was not aware of any buttons that were sticking.